Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529. H3 - a manufacturer representative went to the site to service the system. Replaced bad pendant and hand switch, both had issues activating buttons. Tested system functions as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the pendant and hand switch intermittently function. There was no patient involvement.

Manufacturer narrative:
H3, h6) the product: bi71000529, lot number: 29420 0050 rev. 1, returned to the manufacturer for analysis. The pendant was installed into a test imaging system and the system and pendant booted as expected. The pendant keys were still functional but several were worn and needed excessive pressure to be applied to function. Previously reported codes, b01 and d02, are applicable as well as newly reported code, c07. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.